Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please clarify, is this product mix meaning you found in the same box 8 monocryl and also 4 vicryl of sutures before the procedure? Yes, it was found in the same box during procedure before use. What is the product code and lot number for the 4 vicryl sutures found without needles? No further information is available. Provide the specific number of patient events: one did the event occur during one or multiple patient procedures? One. What is the total number of procedures? One. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s) no. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s).=>this event occurred in only one procedure. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided." Events reported via 2210968-2022-07334.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. Before use on the patient, it was reported 12 monocryl were supposed to be in the packaging, but 8 monocryl and also 4 vicryl of sutures without needles were found instead. No adverse patient consequences were reported. Additional information was requested.